Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer said the device shutdown on its own. Device alarms tfs 485001, 432003, 446029, 543957 and enters ambient mode. No patient harm was reported.